Event description:
It was reported that the bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tube underfilled during research and development testing. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: during r&d testing, we observed tubes with a draw volume below our minimum specification. Catalog/batch number information is below. Catalog # batch # test date data review date 366667 9065768 (B)(6) 2019 (B)(6) 2019 368587 9065849 (B)(6) 2019 (B)(6) 2019 367981 9123804 (B)(6) 2019 (B)(6) 2019 367977 9116677 (B)(6) 2019 (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and a photo from the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. However, the received samples were evaluated and tested, and no issues relating to underfill were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tube underfilled during research and development testing. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: during r&d testing, we observed tubes with a draw volume below our minimum specification. Catalog/batch number information is below. (B)(6).